Event description:
It was reported that a patient experienced burn during the therapy in the arctic sun device. Nurse stated that event log showed alarm 14 (patient temperature 1 probe out of range), alert 45 (ac power lost) and an alert 9 (patient temperature 1 above high patient alert). Nurse was unsure what size pads were used they did not keep them and did not have lot number. Biomed would find out what the patient weight was and would call back with a usb to download the patient data. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿materials that are contacting the patient¿s intact skin are not biocompatible¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient experienced burn during the therapy in the arctic sun device. Nurse stated that event log showed alarm 14 (patient temperature 1 probe out of range), alert 45 (ac power lost) and an alert 9 (patient temperature 1 above high patient alert). Nurse was unsure what size pads were used they did not keep them and did not have lot number. Biomed would find out what the patient weight was and would call back with a usb to download the patient data. It was unknown what medical intervention was provided.